Manufacturer narrative:
Date sent to the FDA: 02/25/2009. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.

Event description:
International customer reported that a tear was noted on the device ten days after the device was initially placed in service. The device functioned normally up until this point. The device was removed from service and exchanged. No adverse pt consequences were reported.